Event description:
Unable to turn on tandem t-slim x-2 insulin pump after plugging it in after charging it. No reaction from pump whatsoever by touching screen or pressing button, after unplugging it from charger. The same thing happened to this exact device three weeks on (B)(6) 2022, although I was able to perform a hard reset then. I asked then for tandem to replace my pump; I will ask the same today. FDA safety report ID# (B)(4).